Event description:
It was reported that pt showed a high lead impedance on a system diagnostics tests. Last good normal mode diagnostics were obtained on 2(B) (6) 2009. Pt was set at 1.25ma at that time. No recent pt trauma or manipulation was reported. X-rays were sent to MFR for further review. Further info from the nurse revealed that pt was seen recently, and they got a dcdc code of 5 with high lead impedance on system diagnostics. However, normal mode diagnostics did not show high lead impedance. It was suggested to the nurse that there might have been an intermittent lead break, due to which lead impedance went between ok and high. X-rays were viewed by the MFR and no obvious anomalies were observed that could be contributing to the report of high lead impedance.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.